Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the force bipolar instrument's tip was broken at the wrist. When it popped out it made it too big to be removed from the cannula. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the grip. A loop of wire is sticking out from within the grip routing. The wire insulation was damaged, and the wire was exposed. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. The complaint was confirmed by failure analysis. Additional observation(s) related to customer reported complaint: the instrument was found to have conductor wire insulation damage. The conductor wire was found to have insulation damage inside of the grip routing. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The instrument passed the electrical continuity test. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.